Event description:
Additional information was received indicating that there was no patient involvement. The unit was leaking from the over flow tube.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure and tank cover were cracked. There was also wear and tear damage on the plate clip, line cord, and front cover. The customer reported product problem (leak from the drain tube) was confirmed during the investigation. The leak was due to a crack at the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned crack was caused by the end user. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking from drain tube at the top. No patient adverse events reported.